Manufacturer narrative:
The device was evaluated by ventec where the reported issues of displaying a patient circuit disconnect alarm and having low exhaled tidal volume (vte) levels was confirmed. Ventec replaced the exhalation control module (ecm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ecm.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it was displaying a patient circuit disconnect alarm and that its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.